Event description:
The caller reported that the t:slim x2 pump battery was not charging, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. Technical support sent a replacement tandem cable and wall adapter, and the customer later confirmed that the battery was charging with the new power cord, requiring no further action.